Event description:
Customer reported that on an unspecified date "in the beginning of the year" he performed a glucose test with his adc blood glucose meter and received an unspecified reading that was "ok", but despite the reading he "felt as though something was wrong". Customer and his friend went to a store to buy a chocolate bar to eat, but on the way he experienced a loss of consciousness so his friend called the paramedics. Upon arrival the paramedics received an unspecified reading "that was extremely low" so they treated him with unspecified "glucose". Customer was advised to go with them to a hospital, but he declined. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of event is unknown. The date entered is the date when abbott diabetes care became aware of the event. Note: the date of manufacture is unknown. The date entered is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.